Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) (batch no. 12246550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), urinary tract infection ("urinary tract infection"), post procedural complication ("post removal complication-yes"), menorrhagia ("menorrhagia") and psychological trauma ("psychological injury"). The patient was treated with surgery (hysterectomy uterus + cervix). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, abdominal pain, genital haemorrhage and menorrhagia had resolved and the urinary tract infection, post procedural complication and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure (ess205). The reporter commented: patient received treatment for pain . Lot number:12246550, manufacturing date:2003/11, & expiration date:2005/10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) (batch no. 12246550, 12242229) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, right upper quadrant pain, diarrhea and bloating. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), urinary tract infection ("urinary tract infection"), post procedural complication ("post removal complication-yes"), menorrhagia ("menorrhagia") and psychological trauma ("psychological injury"). The patient was treated with surgery (hysterectomy- uterus + cervix). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, abdominal pain, genital haemorrhage and menorrhagia had resolved and the urinary tract infection, post procedural complication and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure (ess205). The reporter commented: patient received treatment for pain right-count of 11 rings was counted extruding from the external os, left-, 11coils of spring extruding from the endocervical canal lot number:12246550, manufacturing date:2003/11, expiration date:2005/10. . Most recent follow-up information incorporated above includes: on 16-apr-2021: mr received. Reporter information , patient details , lot no, other relevant history added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), urinary tract infection ("urinary tract infection"), post procedural complication ("post removal complication-yes"), menorrhagia ("menorrhagia") and mental disorder ("psychological injury"). The patient was treated with surgery (hysterectomy- uterus + cervix). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, abdominal pain, genital haemorrhage and menorrhagia had resolved and the urinary tract infection, post procedural complication and mental disorder outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, menorrhagia, mental disorder, pelvic pain, post procedural complication and urinary tract infection to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 05-may-2020: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- abdominal pain, pelvic pain, urinary tract infection, migration, general abnormal bleeding, post removal complication- yes. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) (batch no. 12246550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), urinary tract infection ("urinary tract infection"), post procedural complication ("post removal complication-yes"), menorrhagia ("menorrhagia") and psychological trauma ("psychological injury"). The patient was treated with surgery (hysterectomy- uterus + cervix). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, abdominal pain, genital haemorrhage and menorrhagia had resolved and the urinary tract infection, post procedural complication and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure (ess205). The reporter commented: patient received treatment for pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Lot no was added. New reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.